Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted, pocket site washed out and ipg replaced to address the issue. Additionally, patient was treated with antibiotics and the infection has now resolved.